Event description:
The manufacturer representative (rep) wanted to know how to cap leads in pocket as the health care professional (hcp) only wanted to remove the implantable neurostimulator (ins) due to erosion. The procedure was reported to be on (B)(6) 2016. It was stated that the implantable neurostimulator (ins) was clavicular. Additional information was received from the hcp and rep stating that the device was explanted on (B)(6) 2016. There was a skin erosion with visualization of the ins. This occurred on (B)(6) 2016 while straining to have a bowel movement once it opened quite a bit of "fluid pus" came running out per the patient. The area where the dressing was caused irritation post-operative. It was thought that the hcp may lead the leads in place in, but once another physician saw the patient they elected to remove the entire system and sent them to pathology. Cultures were also taken, blood was drawn for "cbc", the would was irrigated with vancomycin. It was stated that the entire system was explanted and the issue was resolved at the time of the report. Other relevant medical history includes headache and non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.